Event description:
It was reported by the manufacturer sales rep that the device was melted where the cord connects to the battery. There was no patient involvement and no reports of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the manufacturer, however the complaint of melting could not be duplicated. Per the quality inspection the housing around the plug had been bent and warped consistent with being dropped or struck not with being melted.